Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the pulse generator, a lead could not be inserted into the left ventricular header port. The device was removed and a replacement device was successfully implanted at that time.

Manufacturer narrative:
Final analysis found an internal o-ring of the header port to be out of specification.

Manufacturer narrative:
(B)(4).

Event description:
New information reported that high impedance was observed during the implant attempt.